Event description:
A report has been received where an end user was riding in the powered wheelchair in the road when it broke in 2 pieces. The seat of the chair detached from the frame. There was no injury reported. A call has been placed for information. Reportedly the end user verbally reported that she fell into traffic and was almost run over. Please note any further update will be reported in a follow up report.